Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 29-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (2.0 and unknown drug 2.0 via an implantable pump. It was reported that the patient came for office visit yesterday afternoon when they discovered she was positive for methicillin-resistant staphylococcus aureus (mrsa). The cause of the event was unknown. The patient told the nurse practitioner (np) that she no longer has chronic pain. She had pain at the pump site in the past. The patient had redness and drainage. It was noted that swab was taken and determined there was an infection. Therefore, it was scheduled for explant following morning. The whole system was removed and discarded on (B)(6) 2025. They had previously given her a different antibiotic, but both did not work. The issue was resolved.